Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07205. It was reported that the patient presented remotely. It was noted that the atrial and ventricular lead exhibited noise that was reproducible. The leads were capped and replaced on (B)(6) 2020. The patient was stable.